Event description:
It was reported to philips that the device fails the therapy delivery test. There was no patient involvement.

Manufacturer narrative:
The customer worked with the technical support representative. The support representative decided the device needs a high voltage capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the high voltage capacitor, the replacement for which was ordered to customer. The customer to install capacitor. The device remains at the customer site and no further evaluation is warranted at this time.